Manufacturer narrative:
Received only the catheter. The reported issue was unconfirmed, as the problem could not be reproduced. Per visual inspection: inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per functional testing: - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 22 secs and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. The dimensional results are as follows: eye snip length 3/32¿. Eye snip width 2/32¿. Eye snip distance from distal cuff 8/32". Eye snip distance from proximal cuff 10/32". Rubberize thickness 12 thou. Reinforcement 157 thou. Inflation funnel thickness 48 thou. Balloon thickness (average) 21 thou. Inflation lumen coverage 10 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water could not be injected into the balloon of the catheter before use. Another catheter was used for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the balloon of the catheter before use. Another catheter was used for the patient.